Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was in a 4-wheeler accident in 2014 and since then the device had not worked. The patient felt uncomfortable, had pain, and noticed the implantable neurostimulator (ins) moving. The patient was looking for a health care provider (hcp). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.